Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported difficulty while taking readings with the patient electronics system (pes) could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. Additionally, it was reported that the patient had a left ventricular assist device (lvad); however, it was unable to be confirmed if the lvad was a heartmate 3 device. It was communicated that troubleshooting included confirming that the patient took readings on a non-electric bed, was plugged directly into a wall outlet, and no electric blankets or heating pads were nearby. After repositioning the patient multiple times, the reading and transmission were successful. No further action was required, and no replacement equipment was needed. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Although it is unknown if the patient was implanted with a heartmate 3 device, the IFU contains information regarding electromagnetic interference. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had difficulty taking a reading with their patient electronics system (pes). Troubleshooting included determining that patient took readings on a non-electric bed and was plugged directly into a wall outlet. The patient had a left ventricular assist device (lvad). The reading started without the patient. Their pes displayed white 0% signal. There was an intermittent blue/electromagnetic interference(emi) with an unknown percentage. No electric blankets or heating pads were in use. The patient's bed pillow was placed under the pes. Pes displayed white 15%. The patient's head was placed on the headrest with their spine centered. A reading was taken. Two readings were transmitted, one with emi and one physiological. The pes was rebooted. The patient was fully on their right side, on their right shoulder. The pes displayed white with intermittent blue at an unknown percentage. The patient moved to their right shoulder blade. A bed pillow was placed between the lvad and the pes. 'Good position stay still' was heard repeating. The pes displayed green 50%. The patient was centered and moved left two inches. Their head was on the headrest. They moved right so more of the patient's left shoulder blade was on pes. Pes displayed white and blue with an unknown percentage. The pes was rotated so headrest was under the patient's left arm. The patient supported their head with a bed pillow. A reading was started. Music was started and stopped. 'Good position, stay still' was heard. Reading and transmission were successful. No further action was required. No replacement was needed.

Manufacturer narrative:
A3a and a4: pump serial number requested but was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.